Event description:
IV started on patient (20 gauge). After insertion of bd insyte autoguard, rn attempted to retract needle using white button. Needle would not retract. Pushing needle against a hard solid surface needle bent instead of retracting. Spring was visualized in chamber, needle was disposed of in sharps container. Lot number 6335509 exp. 12/31/2019.